Event description:
Report received of a delay in therapy due to a pump alarm. The homecare pt was receiving tpn and dilaudid via 2 infusion pumps. The tpn was programmed to deliver 1500ml over 18hrs with a one hour taper down and a kvo rte of 1ml/hr for four hrs. The dilaudid was programmed in the continuous and bolus mode in mg/hr with a 1mg/ml container, mg/hr continuous rate, 2mg bolus dose, 5 min bolus lockout and no dose limit. The customer reported that while the pt was out of town, the pump gave an audible alarm and displayed an unspecified error message. The pt called the abbott labs customer support phone number and was told that the code was related to the lithium battery. The pt called the homecare nurse and was directed to alternate the infusions with the one functioning pump. The pt returned home 1 to 2 days later and a replacement pump was given to the pt. Later in the week, the pt was hospitalized due to an electrolyte imbalance. Though requested, there was no further info regarding the event or the pt's hospitalization. It is unk if the hospitalization was related to the alteration in tpn delivery.